Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used for screening during a polypectomy procedure performed on (B)(6) 2025. During the procedure, the clip did not deploy. The physician attempted to open and close the handle but was still unsuccessful. The procedure was completed with another device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used for screening during a polypectomy procedure performed on (B)(6) 2025. During the procedure, the clip did not deploy. The physician attempted to open and close the handle but was still unsuccessful. The procedure was completed with another device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not deploy. Block h11: the returned resolution 360 ultra clip was analyzed, and a visual, microscopic, the device returned without the clip assembly with evidence of premature deployment (yoke is attached to the control wire). No other problems with the device were noted. The reported event of clip unable to deploy was not confirmed. It was found that the device returned without the clip assembly but with the yoke still attached and with evidence of premature deployment. It is important to mention that the presence of the clip assembly is crucial to the investigation, as the reported event is directly related to this piece. To clarify the reason for the problem faced by the physician, this component must be inspected. Although the exact cause cannot be confirmed, it is most likely that this failure could be due to operational factors during the procedure, such as attempting to open the clip once it is already activated, the physician's technique during the deployment of the clip, the scope position/angle, or detachment of the capsule due to hitting a surface. However, these are only hypotheses. Based on all available information, the probable root cause assigned is unable to exclude device problem.